Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a low display issue. The ventilator was not on a patient at the time of the event. The service engineer repaired the ventilator by replacing the : graphical user interface (gui) printed circuit board (pcb) ran electric safety verifications and all tests passed successfully.